Manufacturer narrative:
Concomitant medical products: evolutpro-29-us valve, implanted: (B)(6) 2018; 5076-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds, high thresholds, rapidly increasing impedance and high impedance. Reprogramming occurred. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.